Manufacturer narrative:
Customer to monitor- troubleshooting provided. Investigation conclusion: retained devices from the reported lot number were tested with qc cut-off urine standards (20 miu/ml) and high-hcg clinical urine samples (205.7-222.1 iu/ml). The results were read at 3 minutes and all devices yielded the expected positive results. Retained devices were also tested with qc cut-off serum standards (10 miu/ml). These results were read at 5 minutes and again all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. No information regarding technique, storage, or handling could be obtained. A root cause could not be determined as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert, false negative results may occur when the levels of hcg are below the sensitivity level of the test. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested.

Event description:
On (B)(6) 2021: a patient had a false negative result when an hcg combo urine rapid test was administered. The patient was pregnant. There was no adverse event nor injury. Although requested, no further information has been provided.